Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection found a white particle, approximately 1.65 mm in length, floating in the fluid of the bladder. Fourier transform infrared spectroscopy was performed and identified the material as acrylic. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were white floating particles in a large volume infusor. This occurred before use after the device was compounded with an unspecified amount of flourouracil. No patient involved. No additional information is available.